Event description:
First set of implants (B)(6) 2006. Not one single issue for 10 years. My right one ruptured in (B)(6) 2016 and replaced with new set, (strangely my plastic surgeon replaced for free, even though over the warranty time frame. I later learned he was in a lawsuit for insurance / warranty fraud). I weighed (B)(6) at the time of rupture and my second breast augmentation / surgery. Correction / bilateral and adjust due to pain in right breast that ruptured was done for a third surgery (B)(6) 2017. Another correction / bilateral and still pain and bruise on right breast was now my 4th surgery in (B)(6) 2017. I haven't felt right since. Slowly getting worse until two months ago. I finally realized in getting much worse. I weight (B)(6) lbs (25 lbs gained in 2 years). My current symptoms below and I had blood work today to check everything. I've seen two add'l plastic surgeons who said I need to remove and let my body heal. I've seen a hormone dr and I've tried a local weight loss clinic. Chronic fatigue, headaches / migraines, ear ringing, constant clearing throat, sharp breast pain, right breast consistently hot, can't sleep, joint pain, hair loss / not growing, irritable constipation, memory loss, can't focus, vision blurry, sensitive eyes, high blood pressure, dry skin, depressed breathing, chest pain, fast heart, anxiety, inflammation, acid reflux, bruising, brain fog, panic attacks, breast itching. I'm having them expanded (B)(6). Will update blood work info once received. FDA safety report ID # (B)(4).